Event description:
Event description: (B)(6) first report of retrievals for statement of work for q4 of 2025. (B)(6) is the research location, and not the facility of placement. A depuy synthes implant was revised and reviewed for analysis. Reason for revision: revision for fracture of the femoral stem while ambulating. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".